Event description:
Boston scientific received information that the right ventricular (rv) capture threshold for this rv lead and pacemaker system was trending up. The patient was admitted to the hospital due to a fall, and it was noted that the patient had increased thresholds at 4.5 volts at 1.0 ms and loss of capture. The patient was pacemaker dependent and the duration of any asystole as a result of the issue was unknown. The auto capture feature which had been enable in the system showed that auto thresholds were in retry. Surgical intervention was performed and the lead was surgically abandoned. A new rv lead was implanted and the pacemaker generator was also replaced at the same time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.